Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was fixed by the distributor in (B)(6) and returned to the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra systems aspiration pump max 110 (pump max). During the procedure, the physician experienced resistance when attempted to adjust the regulator knob; however, the physician was able to successfully complete the procedure using this pump max. It was also noted that the pump max was making strange noises and rattling while it was powered on. There was no report of an adverse effect to the patient. After the procedure, it was confirmed that the regulator knob was tight, hard to turn.